Event description:
Analysis of this device is now complete.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this device remains in service. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that that parent of the patient with this implantable cardioverter defibrillator (ICD), which was included in the population of a recent field advisory, called inquiring as to this device's involvement in the field advisory. Technical services advised that this device was included in the population of an advisory and that the patient's physician should be consulted. Subsequently, it was reported that beeping tones were heard from this device and that interrogation revealed that it had triggered the elective replacement indicator (eri) with a batter voltage of 2.55 v and charge time measurements of 15.9 seconds.